Event description:
After an undetermined amount of iab therapy, a balloon leak was noted. The iab was removed. No pt injury or further complication occurred as a result of this event. No further details are available.